Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was found outside the sealed packaging before use. The following information was provided by the initial reporter: "3ml syringe arriving outside of sealed packaging"

Manufacturer narrative:
H.6. Investigation: a total of thirty-five blister packs from batch 0094151 (p/n 309657) with thirty-four containing 3ml syringes were received and evaluated. It was observed twenty-three of the packages had a significantly misaligned top and bottom web that prevented a seal from forming at the top of the package with one of the packages containing no product inside. The open seal and empty package defects were rejectable per product specification. Twelve of the packages were partially opened at the top with a sufficient seal pattern present and no wrinkles or channels observed. It was unclear if these packages were opened by the customer or received open. Potential root cause for the open seal defect is associated with the packaging process. It was due to top web drift that may have been caused by a power dip during production. Top web edge sensors will be installed on this machine to detect if drift occurs and stop the machine. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was found outside the sealed packaging before use. The following information was provided by the initial reporter: "3ml syringe arriving outside of sealed packaging".